Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium hemostatic valve fracture. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was used as it was because air was removed with the catheter inserted into the sheath. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. The device evaluation was completed on 26-sep-2021. According to the information received, there was reported that hemostatic valve fracture occurred in the carto vizigo sheath the sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo sheath. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium hemostatic valve fracture. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was used as it was because air was removed with the catheter inserted into the sheath. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. The issue with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was assessed as a MDR reportable hemostatic valve separation malfunction issue.